Event description:
It was reported that the patient's system monitor showed a pulsatility index of zero. The patient was stable, all of the parameters on the monitor appeared to be normal and within normal limits. The equipment and it¿s peripherals operated as intended and as designed otherwise. The patient was placed on battery support him then the system monitor was shut down and re-powered on. After this was completed, the issue was resolved in that the patient had a readable pulsatility index. The equipment now is operating as intended and the patient is stable at this time. There were no alarms for this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of the system monitor showing a pulsatility index (pi) of zero while the system was operating appropriately was not confirmed. No log files were submitted for review and the system monitor was not returned for evaluation. It was reported that the issue was resolved by restarting the system monitor. The root cause of the reported event could not be conclusively determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on (B)(6) 2024. Heartmate 3 instructions for use (IFU) explains the operation of the system monitor, including the information displayed on the various system monitor screens. Section 1, entitled ¿introduction¿, explains all pump parameters, including pulsatility index (pi). Heartmate power module instructions for use (IFU) section 2.5, entitled ¿setting up the system monitor for use with the power module¿, and the heartmate 3 IFU section 4, entitled ¿system monitor¿, instructs the user on how to setup and use the system monitor with the heartmate power module. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.